Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hospitalized high readings. The customer's blood glucose value was 25 mmol/l and sensor glucose value was 22 mmol/l. The customer stated that the pump fell and no insulin came out. The customer changed the set and reservoir and gave a bolus; the customer mentioned that no drops came out. The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. A water filled reservoir and infusion set was installed in the reservoir compartment, the insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen with water exiting the infusion set. The insulin pump was received with minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.